Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case# FDA-2014-n-0736-1408, awareness date 01-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer reported that prior to essure she had no health issues. As historical condition she had 3 small kids. Consumer experienced excessive bleeding and cramping after essure, along with migraines, weight gain and back pain. Ablation was performed to control bleeding 6 months after implantation. Then consumer experienced painful intercourse and cyst developed in her ovaries. She was diagnosed with endometriosis causing her severe pain when ovulating and painful intercourse. She had her right side tube and ovary removed. After second check her doctor wanted to perform a hysterectomy, but she cannot afford it, so she stays in pain. Product technical complaint (ptc) investigation result received on 16-oct-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing excessive bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation) to control the bleeding, 6 months after essure insertion. She was also diagnosed with endometriosis, and had her right tube and ovary removed. These events were considered serious due to medical significance. Genital bleeding is a listed event in the reference safety information for essure, while endometriosis is unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, the consumer also had a diagnosis of endometriosis which could be an alternative explanation for the bleeding. However, it is not clear from the information provided whether the endometriosis was already present when she had the bleeding. Therefore, a contributory role of essure cannot be excluded. Endometriosis etiology is likely the combination of various factors including retrograde menstruation, immunologic dysfunction, metaplastic conversion of coelomic epithelium, and remnant mullerian cells. Considering the pathophysiology of this event and essure local effect in the fallopian tubes, a causal relationship between essure and endometriosis was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.